Event description:
It was reported that the device was used during a lung resection, the generator alarmed and displayed error code "5". The doctor found the blade was broken and retrieved the broken part from body. Changed to another device to complete the case. One device returning, affiliate.